Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) discriminators initially withheld detection during ventricular tachycardia (vt) episodes that were classified as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 620rg27 annuloplasty ring implanted (B)(6) 2010; 694765 lead implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.